Event description:
It was reported that the patient has occasional diaphragmatic stimulation. The left ventricular (lv) lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the polarity was reprogrammed and the occasional diaphragmatic stimulation was resolved without sequelae.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. D314trm ICD, implanted: (B)(6) 2013. (B)(4).